Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 12 am. The patient obtained a glucose result of "396 mg/dl" on the subject meter and "42 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. He stated that he manages his diabetes with pills, diet and/or exercise and it is unknown if the patient made any changes to his usual diabetes management routine due to the alleged issue. He denied developing any symptoms due to the alleged issue. While in the emergency room (ER) on (B)(6) 2012 at 1 am the patient was treated with IV glucose and at 3:30 am the patient's blood glucose was tested with an ER meter where they obtained a glucose result of "42, 52 and 159 mg/dl." During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.